Event description:
It was reported this balloon ruptured on the second inflation at 3 atmospheres during an angioplasty procedure. Resistance was encountered during withdrawal of the balloon catheter through the introducer sheath and the balloon material detached and remained in the pt. Percutaneous retrieval of the detached balloon material utilizing a snare was successful and uneventful. The procedure was successfully completed with this unit. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. The co's follow up revealed resistance was encountered removing the balloon catheter through the introducer sheath. Co belives exertion against resistance may have contributed to this event. However, co is unable to determine an exact cause for this event.